Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant impinging on the nerve root.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient complained of radicular pain after the initial surgery. The surgeon determined via CT scan that the most cranial implant had breached the neuroforamen and was irritating the nerve root. A few days after the initial surgery, the surgeon performed a revision surgery where he backed out the most cranial implant a few millimeters to alleviate the nerve impingement. No other implants were adjusted or removed. The status of the patient following the revision surgery is not yet known.